Manufacturer narrative:
H6 health effect - clinical code e0505 omitted. H6 medical device problem code a24 was erroneously entered on the initial manufacturer device report.

Event description:
Impella cp10 was inserted through the low profile sheath via the left femoral artery in a 70 year old male patient for an pccs (post cardiotomy cardiogenic shock) and lcos (low cardiac output syndrome). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of supports identified as scai shock stage c. There had been a sheath issue prior to this incident, and the cp c10 was removed along with the sheath. Hemostasis was then surgically performed at the insertion site, and a second cp was introduced from the same side. After hemostasis, the blood vessel was exposed and punctured, the pump was introduced, and support was initiated. It was confirmed that there was no oozing near the puncture site. After the pump was fixed and the skin was anastomosed, preparations for the patient's return were underway. A hard abdominal bulge indicated internal bleeding. The patient's condition worsened following aortic replacement surgery on friday, (B)(6). Extracorporeal membrane oxygenation (ECMO) was added the next day, but the patient's condition did not improve, and the decision was made to introduce an additional cp. I learned after the surgery that prior to this, no amount of volume addition had been effective, and internal bleeding was suspected. Postoperatively, based on the above circumstances, the patient was diagnosed with bleeding of unknown origin, treatment was discontinued, and the ECMO cp was removed. The patient returned to the intensive care unit (ICU), and a care policy was adopted for the patient. This impella cp device report is one of two devices associated with the event. The report for the 2nd impella cp is in process.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to correct previously reported information in sections b2, b5, h1, and h6. B2 has been corrected to accurately reflect the patient¿s death and the date of death. B5 has been corrected to remove erroneously reported information and now includes an accurate and complete event narrative. H1 ¿ type of reportable event has been corrected to ¿death.¿ h6 ¿ health effect ¿ impact code has been corrected to include f02 (death).

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 70-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage c shock, on an extracorporeal membrane oxygenation (ECMO), and on a ventilator for respiratory support, prior to initiation of support. There was a prior impella cp that had been removed due to a positioning of the pump and kinked sheath issue. The impella cp and sheath were removed, and the new impella was inserted into the same side with no issues. The following day, while the patient was in the intensive care unit (ICU), the patient had a hard abdominal bulge that indicated internal bleeding. The patient's condition worsened following an aortic replacement surgery. The patient was diagnosed with a bleeding of unknown origin. Treatment was discontinued, and the ECMO and impella cp were both removed. One day after insertion, the patient expired. The physician did not attribute the death to the impella. The impella functioned as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with post-cardiotomy cardiogenic shock, along with the complications of stage c shock.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4 (serial). The cause of the major bleed was not determined since insufficient clinical details were provided and no product was returned.

Manufacturer narrative:
Additional information: b5 narrative updated.

Event description:
A 70 -year-old male patient presented with post cardiotomy cardiogenic shock. The patient¿s comorbidities are unknown. Clinical assessment prior to initiation of mechanical circulatory support identified the patient as scai shock stage c with ECMO support. The patient was status post descending artery replacement surgery on february 13th who became ill and was subsequently placed on ECMO on (B)(6), after which impella was also introduced. The impella cp 10 attempted to be inserted through the 14fr low profile sheath via the left femoral artery. The device was inserted; however, positioning was not performed properly, and the 0.018 wire had slipped out of the monorail lumen, therefore the decision was made to remove the device. Due to the wire not being removed resistance was felt near the motor's entry into the sheath, so the device was pushed back and the wire was removed separately. Resistance was felt again when attempting to retract the device into the sheath without the wire, the device was pulled back, however, the coiled wire got caught near the motor, causing the device to be pulled along with the wire. Therefore, it was decided to remove the entire sheath. Upon removal of the sheath it was noted that the sheath was kinked causing damage to the insertion site. Surgical hemostasis was performed to repair the vessel and blood products were given. After hemostasis was achieved, a 16f medikit sheath was inserted into the left femoral artery, the ipsilateral side of the initial low-profile sheath and support was initiated using standard cp. However, bleeding of unknown origin occurred in the operating room and the decision was made to discontinue treatment, and ECMO and impella were removed. The patient expired after support was withdrawn.